Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the top of the I-blade upper tip broken off and not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw, thus the jaw was unable to cycle open and closed. The reported noise issues could be caused by the I-blade being broken. A probable cause for the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s, or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device worked as indicated for one to two minutes, a loud snap in the grasper was heard, and then the jaws would not close when the handles were squeezed. Case was completed with another device of the same product code. There were no patient consequences reported. One device will be returned.